Event description:
During a placement of a distraction osteogenesis ring fixator procedure for an open distal 3rd shaft tibia fracture, surgeon was inserting the reduction wire (03.311.043) and the tip of the wire broke off. The broken fragment was not retrieved and remains in the pt's right distal tibia bone. Surgeon used another reduction wire to complete the procedure with no further problems. Pt is active with healthy bone. Initial date of injury was on (B)(6) 2012, for a sky diving accident. External fixator was used on (B)(6) 2012.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.